Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Right colon tumor. What color reloads were used and what was the sequence of the firings? Blue reload. What anatomical structures was the device fired on? Terminal ileum and transverse colon. Were other stapling or suturing devices used when creating the anastomosis? Tlc 75 and tx60. Were there any difficulties with the use of the device? No. Nothing noticed until scoping. Were there any issues noted with staple formation? If so, please describe. Nothing noticed. How was the intraoperative bleeding addressed? None, 2 or 3 endoscopic clips used with scope. Why was a second device used to complete the case? None needed . Only 1 tlc device used. Was the post-op bleeding alleged to be related to the first device or second device? It was along staple line. What were the indications for surgery? Right colon tumor. What color reloads were used and what was the sequence of the firings? Blue reloads used on colon, ileum and then creating side-to-side anastamosis. What anatomical structures was the device fired on? Transverse colon and terminal ileum. Were other stapling or suturing devices used when creating the anastomosis? Tlc 75 and tx60. Were there any difficulties with the use of the device? None noticed were there any issues noted with staple formation? If so, please describe. None noticed. How was the intraoperative bleeding addressed? Nothing intraoperative, 2 or 3 endoscopic clips used when scoping. Why was a second device used to complete the case? No extra devices used. Was the post-op bleeding alleged to be related to the first device or second device? Bleeding was along staple line. What was the post-op hemoglobin level that instigated the transfusion? In the 7 range(normally should be about 14). How long after the procedure was the transfusion administered? Post-op day 2. 2 units used. Does the surgeon believe the device may have led to the need for a transfusion? Yes, no known patient factors. What is the current status of the patient? Recovery was an extra 3-4 days, overall recovery delayed a couple of weeks.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any difficulties with the use of the device? Were there any issues noted with staple formation? If so, please describe. How was the intraoperative bleeding addressed? Why was a second device used to complete the case? Was the post-op bleeding alleged to be related to the first device or second device? What was the post-op hemoglobin level that instigated the transfusion? How long after the procedure was the transfusion administered? Does the surgeon believe the device may have led to the need for a transfusion? What is the current status of the patient?

Event description:
It was reported that during a colectomy, oozing on the staple line. Case completed with another device of the same product code. The patient had to receive a transfusion post op exact time frame after surgery unknown. Patient is doing well. The surgeon is using lovenox post-op so the surgeon is not sure if the oozing is related to our product.